Event description:
The patient reported: the upper step 1 has some excess plastic that is poking into their upper lip and gums. The line right above the root causes soreness in my lips. Clinical determined the patient needed new aligners and subsequently sent an aligner evaluation for dual refinements.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21cfr part 803. This MDR is being submitted as a part of a retrospective review and remediation effort based on enhancements and harmonization made to the company's complaint handling processes. There is no change to device performance or to the device risk profile. A CAPA (2023-487) has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. This retrospective review includes the date range of 05/17/2021 through 05/31/2024.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.